Event description:
Caller reported a malfunction on the pump identified with a malfunction code malf 9, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the same malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code recurs, and acknowledged the instructions.